Event description:
On 1/18/90, a 68 year old female pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 11/4/94, the pt presented with an elective replacement pacemaker due to normal battery depletion. On 2/5/97, the manufacturer received a report that the pt had developed an infection/lead erosion at the pocket site. On 2/5/97, physician elected to invesigate the patients infected pocket site and pacemaker system. The physician irrigated the pocket with sterile ancef and saline. No defect was found in the pacemaker and lead. A new pocket was made under the existing pocket and the same pacemaker was then placed in the pocket utilizing part of the old packet as well. The problem was resolved. Documentation show no evidence of a sterility failure of this device or others in the sterilization lot.